Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a latitude red alert to be declared due to a high out of range rv pace impedance measurement. The right ventricular lead is a competitor product. Upon interrogation of the device, all other measurements were within normal range. Other rv pacing impedance measurements were elevated; however, not out of range. A competitor lead issue was suspected. The pacing system remains implanted with no changes and the patient will be monitored closely. No adverse patient effects were reported. Subsequently, another high out of range impedance value was reported and surgical intervention initiated to assess product integrity (device and lead). During the procedure, the physician was unable to ascertain root cause, as device setscrews appeared to be fully engaged with the lead terminal pin positioned correctly. The setscrews were successfully retracted and the terminal pin removed. Lead testing via the psa returned favorable impedance values, similar to those obtained at initial implant. A medical decision was made to remove both this device and the competitor rv lead, as the patient was young and no apparent malfunctions had been observed. The device is expected to be returned for a post market evaluation and another system was successfully implanted in the absence of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to confirm the reported clinical observation of high pacing impedances. The device has been archived at meeting specifications.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.